Manufacturer narrative:
The device evaluation was completed. A visual inspection with the naked eye noted the light blue main body of the transfer set twist clamp was cracked/broken. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was cracked. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for about ten (10) days. There was no patient injury or medical intervention associated with this event. No additional information is available.